Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: " three-dimensional quantitative analysis of internal limiting membrane peeling related structural changes in retinal detachment repair " (american journal of ophthalmology 2025; 269:94¿104) the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature article revealed that after cataract surgery with internal limiting membrane forceps, thirty-one patients experienced dissociated optic nerve fiber layer (donfl) which has been identified as an internal limiting membrane peeling related macular change. This file is pertaining to two of four reports from the same article.

Manufacturer narrative:
Upon further assessment, this event does not meet the criteria for a reportable event. The event dissociated optic nerve fiber layers (donfls) observed in the patient is attributed to procedural factors and is therefore unrelated to any manufacturer's product. Based on the available information, there is no evidence to suggest that the manufacturer¿s product caused or contributed to the event. Therefore, the event is considered unrelated to the suspect product and does not meet reporting criteria. No further reports will be submitted under mfg report number 3003398873-2025-00297. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.